Event description:
A pump declared alarm 20 during the pumping process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the customer in loading a new cartridge following the proper technique, and the customer was able to successfully resume insulin therapy.